Event description:
It was reported that the patient was re-implanted. No further information is available at this time.

Manufacturer narrative:
Not available for this device. The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.